Manufacturer narrative:
(B)(6). Complaint conclusion: the unit was returned fully sheathed. Except for minor damages at two areas, the remainder of the coil is undamaged. The first area of damage is located midway on the first secondary coil off the ball tip. The second section of damage is the stretched proximal end of the coil. The microcoil system was returned fully sheathed. Therefore, the root cause of the coil unable to be resheathed cannot be determined. In addition, the coil damage found upon receipt was most likely the result of the coil becoming entangled and knotted during the pre-deployment coil inspection. Since there was no evidence of a manufacturing issue, no corrective actions were taken.

Event description:
During pre-deployment evaluation of the deltaplush coil, the physician was able to advance the coil on the table, but it emerged in a tangled mess, became knotted, and could not be re-sheathed. The device was not used in a patient.